Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this device was explanted due to patient condition. It was noted that the lead was explanted due to expected perforation.

Event description:
--

Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had not been interrogated for almost 5 years. The pacing impedance measurements were greater than 2000 ohms in the daily measurements; however, the range of measurements for the last 7 days were 257-446 ohms. There was no noise noted. No adverse patient effects were reported. The local field representative indicated that there were no performance allegations or adverse patient effects and the patient will continue normal monitoring. Additional information indicated that the patient was on a ventilator after receiving multiple shocks which did not convert fine ventricular fibrillation (vf). The device was interrogated and a shorted lead condition message was displayed. There were multiple shock impedance measurements less than 20 ohms. Pacing impedance measurements were less than 200 ohms. Technical services (ts) discussed that this was most likely a lead short condition with both the pace\sense and shock electrodes damaged.

Event description:
Additional information indicated that if the patient recovers neurologically, a lead replacement/extraction will be scheduled.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis indicated that this device was explanted prior to the declaration of elective replacement indicator (eri). The review of the memory dump confirmed there were multiple high energy impedance measurements which showed less than 20 ohms; however, the daily shock impedance measurement averages ranged between 44-80 ohms (predominantly around 50 ohms). The daily ventricular impedance measurement averages showed a variation from less than 20 ohms to greater than 3000 ohms. The device memory dump indicated that a shorted lead condition was recorded by the device following the delivery of therapy. Following this initial shorted lead condition, additional faults were recorded by the device. This behavior and measurements were consistent with a device which incurred damage as a result of shocking into a shorted lead.